Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power disconnect alarms could not be confirmed via log files, or reproduced in testing. The log files spanned approximately 4 hours on (B)(6) 2020 (10:12 to 14:15 per timestamp). The reported event occurred several times on, and before (B)(6) 2020, and were overwritten by newer data on the log file. No notable alarms were observed on the log files. The returned heartmate iii system controller, serial#: (B)(4), was functionally tested. The controller was connected to a mock circulatory loop for an extended period of time without any issue. The controller¿s power cables were tested, and found to be normal or with slight conductor breakdown. There were indications of early conductor breakdown on black cable¿s power wires and white cable rsoc wire. A root cause of the reported event was not determined, however, the conductor breakdown may have contributed to the reported alarms. The device history records were reviewed and the records revealed that the heartmate iii system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate iii instructions for use section 7, ¿alarms and troubleshooting¿, and heartmate iii patient handbook section 5, ¿alarms and troubleshooting¿ explain how to properly interpret, and troubleshoot power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller was exchanged and returned after there were "connect to power" lvad alarms, which were resolved by pressing down on the controller's black and white cables. There were no symptoms. Lvad interrogation revealed pulsatility index events. No other abnormal alarms, or events were recorded.